Event description:
The motor allegedly came loose causing the head spring to "crash" down with the consumer in the bed. No injury is alleged.

Event description:
The motor allegedly came loose causing the head spring to "crash" down with the consumer in the bed. No injury is alleged.

Manufacturer narrative:
Distributor contacted invacare that a user alleged their bed motor became loose causing the head spring to fall. No injury is reported. Dealer indicated they serviced the bed and reattached the motor and the bed functioned with no discrepancies. The dealer stated the event had occurred again. The dealer removed the bed and returned it to their facility. The dealer assessed the bed and they stated that a lot of force was needed to come down on the bed to duplicate the alleged incident. With the equivalent (2 individuals at the dealer) loading the bed to replicate the alleged event. The pt is reported to be (B)(6). The device weight limit is 350lbs, no accurate pt weight has been provided. Review of complaint history for similar issues with this bed revealed no indication of any trending requiring further action at this time. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, including use beyond the device's weight rating, contributed to this incident. MDR filed as a conservative measure.

Manufacturer narrative:
Distributor contacted invacare that a user alleged their bed motor became loose causing the head spring to fall. No injury is reported. Dealer indicated they serviced the bed and reattached the motor and the bed functioned with no discrepancies. The dealer stated the event had occurred again. The dealer removed the bed and returned it to their facility. The dealer assessed the bed and they stated that a lot of force was needed to come down on the bed to duplicate the alleged incident. With the equivalent (2 individuals at the dealer) loading the bed to replicate the alleged event. The patient is reported to be (B)(6). The device weight limit is 350lbs, no accurate patient weight has been provided. Review of complaint history for similar issues with this bed revealed no indication of any trending requiring further action at this time. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as missuse, including use beyond the device's weight rating, contributed to this incident. MDR filed as a conservative measure. Visual results analysis preformed on (B)(4) 2010 show the bed ends have heavy scuff marks. No problem found with the foot and head sections (including the single motor). Functional results analysis preformed on (B)(4) 2010 shows the bed was setup using all components received. All functions were tested under load as well as unloaded. The bed performed to specification with no problem found. The motor remained secure and attached to the bed. The head section supported all applied load with no issue. Conclusion is the bed performed to specification with no problem found. The likely cause of the stated complaint is improper setup.